Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a frozen screen. The insulin pump was blocked and the buttons were unresponsive. Customer's blood glucose level went up 384 mg/dl. The insulin pump alarmed following a new battery insertion. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery and any sensor alarm due to unresponsive button. However, the insulin pump powered up properly after battery installation. No blank display or frozen screen noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corners.